Event description:
It was reported that the pt expired. The cause of death was reported. It was unk if the death was related to the implanted system. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)